Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.

Event description:
It was reported that the physician successfully achieved arteriotomy closure using the starclose device after a diagnostic procedure in 2007. Post-procedure, the patient is experiencing pain in legs, spine and buttock. The pt reports that this is an allergic reaction to the clip and wants it removed from her anatomy. No additional information available.